Manufacturer narrative:
Further information surrounding the incident and insertion procedures has been requested but no response has been received by the user facility despite our reminders. There are no parts to investigate in this complaint since the cause of the incident was not related to a product failure. Patient¿s final outcome is unknown. The user¿s manual has been checked and it contains information how to insert the edi catheter. The conclusion is that the cause of the incident was related to the user and not to the product. H3 other text : 4114- device not returned.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1850mcc5011.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during non invasive nava (neurally adjusted ventilator assist) mode of ventilation, the patient pulled out the ng-tube for nava. The therapist and nurse reinserted the ng-tube with reportedly good position. No x-ray was taken. Several hours later the patient started deteriorating. An x-ray was taken and the ng-tube was found to be in the right mainstem bronchus. Nursing had started feeding through the ng-tube that went into the lungs. The patient was reintubated and placed on a jet ventilator. Final patient outcome is unknown. (B)(4).